Event description:
Laparoscopic cholecystectomy - "dr (B)(6) was using the epix direct drive clip applier during a laparoscopic cholecystectomy. When he pressed the handle together, the jaws were closing only at the tip, therefore making a circle around the vessel and not actually closing the vessel. When he took it out of the patient and showed me, sometimes it would not close at all."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.